Event description:
Related manufacturer reference number: (B)(4). It was reported the patient was presented at a clinic for a scheduled follow up. Interrogation of the pacemaker revealed the right atrial (ra) lead had over-paced and intermittently under sensed. The physician elected to reposition and reconnect the ra lead to the existing pacemaker on (B)(6) 2023. During the procedure, the pacemaker was found to exhibit unexpected waveforms due to an inappropriate low voltage output while reconnecting the ra lead. Several attempts were made to resolve the ECG anomaly but was unsuccessful. The pacemaker was explanted and replaced on (B)(6) 2023. The newly implanted pacemaker and reconnected leads were in satisfactory condition. The patient was in stable condition throughout.